Manufacturer narrative:
Initially, it was determined that this incident was not reportable since the pump was functioning with 100% filling and ejecting, but upon completion of the failure analysis on 2021-05-31, it was determined that this incident is reportable since one of the membrane layers was defective. The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2020 until (B)(6) 2021 (262 days). The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the three layers, there are two more layers that will maintain the integrity of the air and blood chambers. We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. During initial visual inspection of the returned blood pump, no defect could be found. The blood pump was tested for functional performance. During the pump functional testing, no unusual pumping noised could be heard. The pump was then disassembled for further testing and the membrane layers were individually tested. A leakage was detected in the middle layer. The blood-side layer and the air-side layer were found to be intact. Graphite agglomerates were found between the membranes. The thickness of all three membrane layers was re-measured at defined points. The thickness of individual layers at all defined points and in the region of the defect was found to be within specification. Pumping sounds can be heard when the pump was in use. However, these are not unusual in comparison to other pumps. Pumping sounds can vary from pump to pump as they are made manually, and the sounds heard were not considered unusual or conspicuous in this case. A correlation between the pumping sound and the leakage detected in the middle layer could not be established. The cause of the defect was most likely a graphite abrasion between the membrane layers. This caused increased friction at some points, which finally led to the defect in the middle side layer of the triple-layer membrane.

Event description:
On (B)(6) 2021, berlin heart was contacted by the site to report that unusual noise was noted in the left blood pump of a patient supported in the bvad configuration. The function of the pump was 100% fill and ejection. After the patient was transplanted the excor blood pump was returned to berlin heart for analysis. During analysis on 2021-05-31, a defect of one of the membrane layers was detected. Upon this finding, it was decided that the incident is reportable.